Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experience hypoglycemia. Customer¿s blood glucose level was 50 mg/dl. Customer states the sensor refused to be read, it change sensor, customer got another one put in and it popped up and said did not calibrate and sensor updating alert. Customer was able to run test on transmitter and the test was passed. Customer states connects to the insulin pump, the belt clip was broke off. Customer declined to troubleshooting for low blood glucose. The sensor will be and insulin pump will not be returned for analysis.